Manufacturer narrative:
This supplemental was created to correct the aware date to 2019-july-01. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The amount of medication removed was the same as refilled. Additional information was received from a patient. It was reported that the patient had their pump implanted in (B)(6) of 2004 and it "failed" in less than a year. The patient was not sure what caused it to fail, but reported that the pump stopped pumping medicine. The patient reported that they did not hear an alarm. The patient was sure that the issue had nothing to do with the catheter. The patient was hospitalized. The patient reported that on (B)(6) 2005 they had an adjustment. The patient was not clear on if they meant a refill. The patient reported that the pump failed in 2005. The patient stated that he only had morphine in the pump at the time of the pump failure and stated the "concentration was 20,000 mcg/ml and the dose was 6,000 mcg/day and 250 mcg/hr". The patient stated that when his pump failed he recalls at the time he was having "somebody" come to his home to fill his pump and he stated when he went to remove the medication he was "alarmed to find that there was as much medicine" as when the healthcare professional had refilled it at the previous refill. No further complications were reported.